Event description:
I had the essure implants done in 2008, since then had health issues, depression, backpain, severe fatigue, more sensitive teeth, pelvic pain at are of implants, multiple kidney infections, uti's, any many other issues. In (B)(6) of 2014, I had an ultrasound and was diagnosed with chronic pelvic congestive syndrome, in other words varicose veins in my tubes around the essure implant site. A week after that I was scheduled for a hysterectomy only leaving my ovaries. I'm (B)(6), divorced and now have no hope of ever having another child. Now I will have to deal with weight gain and that is not fair. Essure has ruined my life and it has to be taken off the market. No woman should go through what I have gone through. Some has got to do something about this. Please help. (B)(4).